Event description:
New information received stated that the right ventricular lead was replaced on (B)(6) 2017. The lead was left implanted with therapy programmed off. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that right ventricular lead exhibited noise resulting in noise reversion mode and no capture. It was also noted that the lead exhibited low pacing impedance and has been known to be chronically low. The lead was programmed to therapy off. Patient was stable.